Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on 10-dec-2018 and then experienced a revision surgical procedure on (B)(6) 2023 approximately 4 years and 5 months after initial implant. No other patient information / medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H10. D10. Concomitants: 5452808 02-010-01-0240 - logic femoral ps cem left sz 4 5652292 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t ab2596 1510-s - cemex system fast 70 gm 5626347 200-02-38 - three peg patella 38mm ab2528 asa0030 - sterile disposable containers these devices are used for treatments, not diagnosis. Pending investigation. There is no other information available.

Manufacturer narrative:
H6: corrected. Manufacturer narrative: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.